Manufacturer narrative:
The device context of use is unknown; the customer did not respond, but no patient or user harm was reported. The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator was unable to be calibrated and would not detect touch. Patient or user involvement information is unknown and was requested from the customer.

Manufacturer narrative:
Visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that the touchscreen failure was caused by the ul_lr / ur_ll resistance measurements and resistance ratio being out of specification.